Manufacturer narrative:
D6b explant date provided.

Manufacturer narrative:
D6b: the explant date is unknown the impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The sterile sleeve appeared shorter and tore at proximal end (end closest to red plug).

Manufacturer narrative:
B5 updated with additional information. E1 facility name and address was inadvertently omitted on the initial manufacturer device report.

Event description:
Tegaderm applied to the anticontamination sleeve.